Event description:
On may 6, 1999 safeskin corp was served with the following lawsuit: plaintiffs claim alleges the following: plaintiff, since 1988 worked as a registered nurse and at her various places of employment inhaled and was dermally exposed to substantial amounts of latex, latex dust, latex protiens, latex-containing powder and/or various other additivies resulting from the ordinary and foreseeable use of latex containing gloves used by her and her co-workers. As a result of said exposure, plaintiff suffered a severe and immediate reaction upon re-exposure to latex or latex-containing products.